Manufacturer narrative:
Additional information: date of event: the exact date is unknown, the best estimate is after (B)(6) 2021, the implant date and prior to (B)(6) 2022 the explant date. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported that after implanting the johnson & johnson intraocular lens (iol), their patient has had two residual difficulties. Patient has always felt that there was significant glare, visual disturbance with the multifocal lenses. This has interfered significantly with her driving ability as well as any bright lights situations. Additionally, the doctor reported that she has been found to have some irregular astigmatism and some residual nearsightedness, presbyopia after the counter activity. For all of the mentioned reasons and after a long discussion, the doctor decided to do a lens exchange of the lens in the right eye with a conventional lens aiming for distance vision and planning to get glasses afterwards for a final improved refraction. The replacement lens is model dib00 19.5 diopter. No capsule tear was reported and no surgical or medical intervention such as incision enlargement, vitrectomy, or sutures. The patient outcome post-op is to be determined during their post-op period. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 23, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed and no additional conditions with the lens were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Therefore, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.